Manufacturer narrative:
(B)(4). (B)(6). A manufacturing record evaluation was performed for the finished device lot number pjj361 /xzw8007t19, and no non-conformances related to the reported complaint condition were identified. Investigation summary: it was reported that 1 pcs of the suture fall off the needle right after the surgeon took the needle out using a needle holder. A picture was received for evaluation. Upon to visual inspection of the picture a labeled winding former with a detached needle and a dispensed suture combination of the product code w8007, lot # pjj361 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the suture fall off the needle since device was not returned for analysis. Investigation summary: a suture needle was returned for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure in the emergency room on (B)(6) 2020 and suture was used. The suture fell off the needle after the surgeon took the needle out using a needle holder. The patient was not harmed since it was directly changed and the procedure continued normally without delay. It was reported that the suture and needle was not used in the patient, was directly discarded and change into a new suture. No needle removal required. There were no adverse patient consequences reported. Upon evaluation of the returned device, it was observed to be broken at the attachment area.